Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle defect - other was not confirmed upon inspection of the photos. Analysis of the sample showed that in one photo the unit label can be seen and in the other photo a device that does not match the reported material can be seen, the reported defect is not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that 20g nexiva nearport needle was defective and did not cover the bevel of the needle upon retraction. Verbatim: rcc received a complaint via email. Email(s) attached. 20g nexiva nearport needle was defective and did not cover the bevel of the needle upon retraction.